Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8711, lot# j11315r48, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type catheter. Patient code (B)(4) and device code (B)(4) refer to the patient's catheter.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000 mcg/ml of lioresal at 296 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2017 it was reported that the patient's pump pocket site was infected and their catheter was sheared. It was reported that the patient's caregiver notified the physician's assistant that the patient's pump incision looked a little red. The patient was put on antibiotics and the redness cleared up. However, when the antibiotics were finished, the redness returned. It was decided to have the pump removed. Antibiotics were given and when the pocket was opened, there was a white film over the pump. It was also discovered that, while the pocket was open, the catheter was sheared right where it goes into the trachea-like space. Both the pump and the catheter were removed and discarded on (B)(6) 2017. The patient had recently had a pump replacement on (B)(6) 2017 it was reported that the devices would be replaced in the future. It was unknown what, if any, environmental/external/patient factors might have led or contributed to this issue. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.